Event description:
It was reported that the 9600 system had a physicist discrepancy. The dose rate measured high and the kvp was low. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system had a non-ge x-ray tube. The system was found to be within specification, and put back into svc.